Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) testing revealed no output and no telemetry. The no output and no telemetry conditions were the result of lifted hybrid bond wires.

Event description:
It was reported that the device has total loss of telemetry and output. The patient has underlying sinus bradycardia with atrio-ventricular block at 50 beats per minute, and did have a cardioversion with interrogation one month ago. The device was explanted and replaced. No patient complications were reported as a result of this event.